Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, after the lens was implanted, the doctor noticed a large scratch and cut out the lens and put in a new lens. The procedure was completed the same day. Additional information was received, that in the surgeon's opinion, the cause of the event, or what contributed to the event, may have been the lens loader. The lens loader was taken off of that tray to thoroughly clean. It was replaced with a new one. There are two medical device reports associated with this event. This report is associated with the lens loader/injector.